Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The target lesion was 20mm in length,3.5mm in diameter with a significant bend below 45 degrees located in the mildly tortuous and mildly calcified right coronary artery. A 3.50x20mm promus element ¿ stent was advanced to the target lesion; however, resistance was noted and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged at the distal and proximal ends. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The target lesion was 20mm in length,3.5mm in diameter with a significant bend below 45 degrees located in the mildly tortuous and mildly calcified right coronary artery. A 3.50x20mm promus element ¿ stent was advanced to the target lesion; however, resistance was noted and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.